Event description:
Subsequent to the initial MDR, additional information was received on 07/08/2026. The patient called back and clarified that the event occurred on (b)(6) 2026. The patient reported experiencing hypoglycemia while riding a horse, which resulted in a fall. The patient stated that hospitalization occurred due to inaccurate CGM values. At an unspecified time during the event, the CGM reading was 71 mg/dL, while the blood glucose (BG) reading was 125 mg/dL. The patient further reported that testing was performed at the hospital. No additional details regarding the event were provided, as the reporter declined further questioning. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hypoglycemia.B2: Outcomes Attributed to Adverse Event - Additional Information.B5: Describe Event or Problem - Correction/Additional Information.B6 Relevant Tests/Laboratory Data,Inclu - Additional Information.G3: Date Received by MFG - Additional Information.G6: Type of Report - Updated/Follow-up.H2: Type of Follow Up - Correction/Additional Information.H6: Codes: Health Effect - Impact Code - Correction.H6: Codes: Health Effect - Clinical Code - Correction.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.

Manufacturer narrative:
(B)(4). DIABETES MELLITUS IS A KNOWN CAUSE OF HYPERGLYCEMIA.

Event description:
IT WAS REPORTED THAT AN INACCURACY BETWEEN THE CONTINUOUS GLUCOSE MONITOR (CGM) AND THE BLOOD GLUCOSE (BG) METER OCCURRED. THE SENSOR WAS INSERTED INTO THE ARM ON (B)(6) 2026. ACCORDING TO THE PATIENT¿S SPOUSE, ON (B)(6) 2026, THE PATIENT WAS HOSPITALIZED DUE TO INACCURATE CGM VALUES. AT AN UNSPECIFIED TIME OF THE EVENT, THE CGM READING WAS 71 MG/DL AND THE BG READING WAS 125 MG/DL. THE REPORTER DECLINED TO PROVIDE FURTHER INFORMATION ON THE INCIDENT. NO DATA WAS PROVIDED FOR EVALUATION. THE ALLEGATION AND THE PROBABLE CAUSE COULD NOT BE DETERMINED. THE REPORTED GLUCOSE VALUES FALL WITHIN THE B ZONE OF THE PARKES ERROR GRID. NO ADDITIONAL PATIENT OR EVENT INFORMATION IS AVAILABLE.